Event description:
It was reported the patient¿s device was not helping them empty their bladder. It was noted the device was not working correctly. It was reported the patient had pain in their back and turning stimulation down helped with the pain. It was noted the patient¿s whole back was sore. Additional information received reported a urinary tract infection was reported.

Manufacturer narrative:
A good faith effort for follow-up was completed. The ipg remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain <(>&<)> discomfort, adverse change in voiding function - bladder because the pt reported pain and soreness in their back and that the device was not helping them empty their bladder. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because the cause and resolution of the event are unknown. Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3889-28, lot# v132957,implanted: (B)(6) 2008, product type: lead. (B)(4).